Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet plug was successfully implanted using a 14f amplatzer steerable delivery sheath. Post procedure, the patient developed low blood pressure. Pericardial effusion was noted and drained. Patient stabilized and no further intervention was required. The patient was discharged home in stable condition.

Manufacturer narrative:
An event of pericardial effusion and low blood pressure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident may be caused by stabilizing wires on the amulet device. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the physician believes the cause of the effusion was caused by the stabilizing wires on the amulet device. Patient stabilized and no further intervention was required. The patient was discharged home in stable condition.